Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded ch-evas may serve as alternative treatment option in patients with type I endoleak where the implantation of f-evar/br-evar is hampered by the presence of previous endograft in site.

Event description:
Received an article titled chimney with the use of nellix device: an alternative solution for type I endoleak treatment. Purpose: to evaluate the use of a nellix device, that could fill the gutter and reduce the incidence of type I endoleak. Method: sixteen consecutive patients with prior evar were treated with ch-evas between august 2015 and march 2018 in a single center. Per the article adverse events included stroke.